Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 580-586 mg/dl with high life threatening ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the ER. The cause for the reported issue was due to the pump battery being hot to touch. Additional information was not provided, and customer declined further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy